Event description:
Dr explained during list yesterday he believes the calcar reamer used in his hip replacement has potentially caused a peri prosthetic fracture which he had to fix on the (B)(6) 2023. Peri prosthetic fracture on x-ray, dr recalls using and struggling with the use of calcar reamer during previous case. Additional information: "surgeon said in retrospect as a potentially contributing factor, patient also reported fell on chair leg".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Update to implant date. Reported event: an event regarding periprosthetic/intraoperative fracture involving an accolade calcar planer was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. The surgeon felt that the calcar planer was a contributing factor to the event as he recalls struggling with that device during the primary surgery. However, it was further reported that the patient fell post-operatively. This patient trauma likely also contributed to this event. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr explained during list yesterday he believes the calcar reamer used in his hip replacement has potentially caused a peri prosthetic fracture which he had to fix on the (B)(6) 2023. Peri prosthetic fracture on x-ray, dr recalls using and struggling with the use of calcar reamer during previous case. Additional information: "surgeon said in retrospect as a potentially contributing factor, patient also reported fell on chair leg".